Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding/ligating procedure to treat varices. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The procedure was completed with "an alternative method." It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding/ligating procedure to treat varices. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The procedure was completed with "an alternative method." It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on march 14,2024: the speedband superview super 7 was used in the esophagus during a banding/ligating procedure to treat esophageal varices performed on (B)(6) 2024. The procedure was completed with another speedband superview super 7.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b3, block b5, and block d4 (model number) have been updated based on the additional information received on march 14, 2024.